Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive regulator, muffler and scroll compressor to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) inspection of the cardiosave intra-aortic balloon pump (iabp) it was found that the drive regulator can not be adjusted to meet the specifications. There was no patient involvement.